Manufacturer narrative:
The fogarty catheter involved in this case was received by our product evaluation laboratory for a full evaluation. During visual inspection balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Through lumen was patent without any leakage or occlusion. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation result. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty embolectomy catheter, the balloon burst. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
Updated: h6 (component code, investigation findings, investigation conclusions). Added: h3 (device evaluated by manufacturer), h6 (type of investigation). Further investigation was completed by the engineers in the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing/design defect. As part of the manufacturing process, the manufactured units go through a balloon inflation process. The controls to defect the failure mode being evaluated are established in the manufacturing process.